Event description:
Complainant reported that patient had gluteal implants explanted bilaterally 15 day post-operatively due to infection. Culture identified (B)(6). (This constitutes the report for the right side device. Refer to 2028924-2022-00002 for report on the left side device involved in the same event and on the same patient.)

Manufacturer narrative:
Method: the actual device was not evaluated, however implantech reviewed production records, as well as performing trend analysis. Results: no device problem was found. There have been no other reports of infection with either the manufacturing lot or associated sterile lot. Conclusions: infection is a known, inherent risk of implant procedures and is addressed in the product labeling.